Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E1. Phone number information was not provided, therefore, (B)(6) was used as a place holder.

Event description:
It was reported while using bd insyte¿ autoguard¿ IV catheter the needle would not retract. The following information was provided by the initial reporter, translated from chinese to english: "unable to shrink needle."

Manufacturer narrative:
Investigation results: as the provided photograph supported the complainant¿s description of the reported event, the complaint was confirmed. The photo showed an insyte autoguard needle in the fully extended position. The catheter was not present in the photo. The exact root cause could not be identified from the photograph; however, due to a trend of needle retraction failure complaints, the complaint was likely manufacturing related. The appropriate manufacturing personnel were notified of this complaint. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. Investigation conclusion(s): the complaint of ¿needle retraction failure¿ was confirmed. Probable root cause(s): manufacturing-related.

Event description:
No additional information.